Event description:
The device was interrogated post-mortem and the record showed that personnel placed a magnet on the device to inhibit therapy after the patient has passed. However, it appears that possible pacing spikes were observed on the electrogram (egm) post-mortem, while magnet was placed. The physician does not believe the device malfunction during the time of death and the device did not cause or contribute to the death of the patient.

Manufacturer narrative:
The reported complaint of inappropriate lv output was not confirmed. The device was received in normal range of operation. Analysis of device image was performed and no anomalies were noted. Further electrical testing was performed, including impedance and output testing, and no issues were noted. Longevity assessment found the device was operating above elective replacement indicator (eri) level and within expected longevity.